Event description:
It was reported that this was a venous closure of the left common femoral vein using a proglide device after an ablation procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use, states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram directly contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.